Event description:
User facility noticed air in the line. The pump continued to run and did not alarm. Male patient was on the pump at the time of the incident. No patient complications. They stopped the pump, sent it to their techs and used another pump to complete the treatment.

Manufacturer narrative:
The device evaluation is underway. Results will be reported when the evaluation is completed.